Event description:
Physician disconnected light cable and laid it on paper drape. Light source was turned off right away. Cable melted through drape. Pt treated with bacitracin ointment for reddened area with raised white center.